Event description:
Customer reported that occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly, the customer replaced pump supplies and did not wish to troubleshoot further, providing no additional information.